Event description:
It was reported that when using the bd pyxis¿ medstation¿ es stuck on carefusion screen. The customer attempted a reboot, but the system remained stuck. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station stuck in carefusion screen. A technical support specialist (tss) dialed into the station and found the screen displaying a blue screen in carefusion. The required packages were deployed, following knowledge article title medapplication not launching automatically, station at blue screen. The station was then rebooted, and it came back up on carefusion screen successfully. The system functioned as intended after the technical support specialist troubleshot the device.